Manufacturer narrative:
The device came in for unknown reasons. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 11/28/2012 to the present date 10/6/2020 and confirmed that this device was previously returned for servicing unrelated to the customer reported issue. There were no production failures which correlate to the customer reported issue.

Event description:
Unknown / not provided. It was reported there was no patient involvement.